Event description:
The pump and catheter were received for disposal only. Device registration system indicates that the pt is expired. The cause of death and the relationship of the pt's death to the implanted system was not provided in the return paperwork. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
On 11/17/2008, the pump and catheter have been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.